Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital. Full event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) remaining helium tank level dropped sharply. There was no patient harm.

Manufacturer narrative:
Updated fields: g1(contact person ¿ mfg site). Corrected fields: b3, e1(initial reporter).

Event description:
N/a.

Manufacturer narrative:
The failure analysis and testing department received helium reg. Assy. This part was received with a reported unit failure message of helium leak. The failure analysis and testing department performed a visual inspection and found; the port where helium tank attach was damaged and was not in good condition. Also, found the cable was crushed. This probable cause of helium leak. Due to damaged port on helium regulator assy, the fat department cannot be able to investigate this part with cs300 test fixture. Retaining helium reg. Assy. In the fat department. A getinge field service engineer (fse) replaced helium regulator assembly (d119-00-0208) to resolve the issue.

Event description:
N/a.